Manufacturer narrative:
The mentor failure analysis lab has received the complaint device for evaluation. At the time the device was received, there was no adverse event reported for the right-sided implant. On (B)(4) 2020, mentor became aware that the device is a suspect medical device due to reports of bilateral deflation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a primary breast augmentation with 175cc mentor smooth round moderate profile saline breast implants has experienced postoperative bilateral deflation of implants, confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2020. This medwatch report is for the right-sided implant.

Manufacturer narrative:
The mentor failure analysis lab has completed the evaluation of the suspect medical device. Device evaluation summary: during the visual evaluation of the device, no apparent damage was observed. Leak testing was performed, according to mentor procedure, and it revealed a tear on the posterior view, measuring approximately 0.1 cm. Microscopic examination was performed and the cause of the deflation could not be identified. Causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).